Event description:
Reportedly, during the implantation of a 3844, the session has disappeared. Then, the tablet came back to it starting screen.

Manufacturer narrative:
The review of provided data confirmed did not confirmed the reported issue: - no sign of crash is visible in expertise files for device 3844: the session properly ends with a user click on the end button. - no sign of activities on manager¿s side during the session can be found. A plausible hypothesis to explain the disappearance of the session is that the chromium settings may have been altered. As a result, the swipe between chromium tabs may have been reactivated, which could explain that the user accidently swiped from the programmer to the manager tab. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the implantation of a 3844, the session has disappeared. Then, the tablet came back to it starting screen.